Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone#(B)(6). E1: reporter phone#(B)(6). A philips authorized service personal (asp) evaluated the device and found that the nbp pump was faulty and replaced the pump to resolve the issue. Analysis was performed and investigation has been completed. The engineer replaced the nbp pump for the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mp5 indicating that the blood pressure measurement is not accurate. The device was in use on patient at time of event, there was no adverse event reported.